Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed autofill failure in the event logs, however he was unable to duplicate any error. The iabp passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shut down while in use on a patient. It was also reported on a cancelled duplicate record, that while supporting the patient in ICU, the iabp displayed maintenance required code #2. The pump was swapped out without issue and the original pump was to be sent to bio-med awaiting evaluation. -no adverse event was reported.